Manufacturer narrative:
The insulin pump was received with an intermittent button response due to a corroded keypad. There was no button error alarm found during testing. The unit had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.